Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose at the rubber end around the black and white connector. The battery latch on the mpu was also broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose rubber end around the black and white connector of the mobile power unit patient cable and a damaged battery latch was confirmed via analysis of the returned unit. The heartmate mobile power unit ((B)(6)) was returned and evaluated at the european distribution center (edc) on (B)(6) 2022. During the evaluation, it was visually observed that the mpu patient cable had a loose rubber connector; however, this did not affect the functionality of the device. Additionally, a damaged battery latch was observed on the unit. The mpu was functionally tested and passed all steps without issue and the mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. Analysis of the returned mpu patient cable confirmed the loose rubber connector; however, it did not affect the functionality of the mpu. The cable was inserted in a known working test unit and ran as intended for an extended period of time. No issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable and housing. Heartmate ii instructions for use under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.